Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the event is not reportable for serious injury as no treatment, intervention, or complications have been reported. Given this information, this medwatch will be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the event is not reportable for serious injury as no treatment, intervention, or complications have been reported. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). Associated products: item #650-0791 item name #biolox delta lnr 32mm 50-52mm lot #unknown; item #650-0833 item name #delta cer fm hd 032/-4.0 12/14 lot #unknown; item #650-0953 item name #micro taperlc std pc 9mm 12/14 lot #unknown. Foreign ¿ austria. Unknown item and lot number. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Unknown item and lot number.

Event description:
It was reported that computed tomography revealed slight protrusion of the hip cup into the pelvis minor (acetabulum defect). CT-imaging approximately eleven (11) years post implantation showed no further protrusion compared to immediately postop. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.